Event description:
The manufacturer received information alleging a ventilator had a battery issue. There was no harm or injury reported. The reporting facility reviewed the device's error log and it was determined the internal battery needs replaced to address the issue. The internal battery will be replaced by the reporting facility.